Event description:
It was reported that during a biliary obstruction stenting treatment procedure, stent damage was observed. Biliary obstruction from cancer was being treated. The duct was mildly tortuous and non calcified. The express 10.0x40mm stent was advanced to the lesion and would not cross the lesion. The stent was withdrawn and "a few stent struts were sticking straight out." The procedure was completed with another of the same device. No patient complications were reported. The patient's status is "ok."

Manufacturer narrative:
Device evaluation by manufacturer: visual and tactile examination of the returned device revealed no damage was noted to the shaft of the device. The balloon was folded and wrapped around the shaft of the device. Traces of dried blood were visible on the balloon. The stent was crimped on the balloon in the correct location, however it was noted that the stent had moved distally towards the tip of the shaft (approximately 3mm). A clear impression of where the stent was originally crimped is visible on the balloon material. Visual and microscopic examination of the stent observed no damage to the proximal end of the stent, however several struts at the distal end of the stent had been lifted up and pushed apart. The damage noted to the stent may be consistent with the device meeting with a restriction while the device was being advanced to the lesion or if some resistance was met when removing the device from the sheath. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a biliary obstruction stenting treatment procedure, stent damage was observed. Biliary obstruction from cancer was being treated. The duct was mildly tortuous and non calcified. The express 10.0x40mm stent was advanced to the lesion and would not cross the lesion. The stent was withdrawn and "a few stent struts were sticking straight out." The procedure was completed with another of the same device. No patient complications were reported. The patient's status is "ok."

Manufacturer narrative:
(B)(4)